Event description:
Patient developed pain and signs of ischemia to lower leg after 10th treatment. Diagnosed with arterial thrombosis. Antithrombolytic treatment and thrombectomy unsuccessful and patient underwent bka. Multiple complications occurred after surgery and pt expired of ards.